Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s niece reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 478 mg/dl. Customer did not want to troubleshoot for the high blood glucose. Customer was treated with shots and insulin pump for the high blood glucose. Customer states insulin pump did not give low reservoir alert, insulin pump had no delivery alarm during basal. Customer states they were not getting alert while clearing the alarm. Customer states they did troubleshooting for no delivery alarm. Customer states they performed a 5.0 unit fixed prime. Customer states the insulin exited. Customer states the cannula was bent. The device will not be returned for analysis.